Manufacturer narrative:
Evaluation results: evaluation results: one medfusion pump was returned for investigation in used condition. The unit had a chipped out ear clip. The reported syringe plunger error was replicated during power up. This product problem occurred because the flippers on the left plunger case were touching the ear clip when the plunger assembly was pushed all the way in. The left plunger case was replaced as a result. The problem source of the reported product problem was unknown. A root cause was not established. The pump underwent preventative maintenance. The pump subsequently passed all the functional tests.

Event description:
It was reported the medfusion pump had a syringe pump error. No patient injury or complications were reported in relation to this event.